Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the impactor fractured. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a4; b5; b7; d2a; d2b; e1; g1; g3; h1; h3; h6 complaint can be confirmed through the returned product analysis. The features of the fracture surface visually align with an overload fracture failure mode. Visual examination of the returned metal impactor product identified the impactor shows signs of use with nicks and gouges on the handle of the device and the strike plate has some impaction marks/indentations. The grey impactor tip has fractured into 2 pieces and all pieces have been returned with the device. Also measured the impactor handle and all measurements were conforming to the print. Product information confirmed from etch. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that it is unclear which impactor handle and pad fractured during this procedure. No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h4, h11 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.